Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device stopped displaying patient ECG rhythm. In this state, the need for therapy could not be determined, if it were needed. There was report of moderate harm to the patient as a result of the reported event.

Manufacturer narrative:
Section h6 clinical signs code grid of initial MDR indicates: cardiac arrest. Section h6 clinical signs code grid of initial MDR should indicate: no clinical signs, symptoms or conditions. Section h6 health impact code grid of initial MDR indicates: insufficient information. Section h6 health impact code grid of initial MDR should indicate: no health consequences or impact. A stryker service representative performed an evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report that their device stopped displaying patient ECG rhythm. In this state, the need for therapy could not be determined, if it were needed. There was report of moderate harm to the patient as a result of the reported event.